Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, priming and excessive no delivery tests. The insulin pump was programmed with multiple low reservoir alarms and all of them alarmed properly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call high blood glucose and issues with the insulin pump. Customer's blood glucose level was over 600 mg/dl. Troubleshooting for high blood glucose was performed. Customer experienced thirst, fatigue and treated their high blood glucose via manual injection. Customer advised they had a low reservoir alarm which did not alarm the way it usually would. Customer changed out their set twice and their blood glucose remained high. Customer performed the self-test and passed. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.